Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing palpitations presented in clinic for routine device check. Upon interrogation, the right atrial and ventricular leads exhibited noise causing oversensing. No intervention was performed. No further information was available.

Manufacturer narrative:
Should have been reported as (B)(6) 2006.